Event description:
It was reported that the t:slim x2 pump battery would not charge, and attempts to resolve the issue using different wall adapters and charging cables were unsuccessful. There was no adverse impact to the customer's blood glucose level. To address the issue, tandem technical support arranged for a replacement pump to be sent to the customer. The customer was informed of the necessary steps to follow with the new pump and the return process for the faulty one, and they agreed to use their current pump as backup therapy.